Event description:
Report from michael coughlan, that during ventilation, the ventilator showed tf9914, but continued to ventilate the patient.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). Ventilator unit connection lost with other tf during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black the ( the unit continued to ventilate). No harm to patient or user. The issue is deemed as a reportable event since the deivce cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Report from (B)(6), that during ventilation, the ventilator showed tf9914, but continued to ventilate the patient.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4) a detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined. The failure could not be reproduced in the long-term test. The technical engineer has replaced preventively the vu & ip esm board. There was no patient or user harm reported.